Manufacturer narrative:
The k electrode lot number was gcm46 with an expiration date of 13-jan-2027.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for potassium electrode (k) on a cobas c 303 analytical unit. The initial result was 6.66 mmol/l. The repeat result from a c503 analyzer was 3.97 mmol/l. The repeat result was believed to be correct.